Manufacturer narrative:
The device is currently being evaluated; ther manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that alleges that a pt was found in respiratory distress. The pt's caretaker determined that the cuff of the pt's tracheotomy tue had sustained damage, causing deflation. The cuff was unable to be re-inflated; therefore, an emergent exchange of the tracheostomy was required. No incident related medical sequela was reported.